Manufacturer narrative:
E1 : establishment name : (B)(6). Street : (B)(6). Country : united states. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient experienced skin infection on (B)(6) 2026 due to leakage from the injection site. The patient experienced red ring about 10-15 centimeters wide appeared at the leaked infusion site, which became infected and a hard nodule, about three centimeters high, also formed at the infusion site. The patient also had a fever, headaches, and a general feeling of being unwell. The patient went to the emergency room where the patient diagnosed with erysipelas. The physician prescribed a course of antibiotics.